Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Investigation: samples received: none, pictures. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in stock in the b. Braun surgical warehouse. We have received a picture showing the front box label of the code-batch c1049220-718324 (safil undyed 4/0 (1,5) 45cm ds19) and the incorrect unit found inside the box of the code-batch c1048562-718334 (safil violet 1 (4) 90cm hr48). Although the back label of the box is not received to perform a proper analysis, we assume that the operator packed 1 unit of the code-batch c1048562-718334 inside the product box of the code-batch c1049220-718324 by mistake in the manufacturing area. Final conclusion: we conclude that the complaint is confirmed by evidence of the picture received. No corrective/preventive actions needed.

Event description:
It was reported that the wrong package was in the box. When setting up for surgery it was noticed the front box label of the code-batch c1049220-718324 (safil undyed 4/0 (1.5) 45cm ds19) contained one incorrect unit inside the box. Code-batch c1048562-718334 (safil violet 1 (4) 90cm hr48). No patient involvement due to noticed preoperatively.